Event description:
It was reported that patient underwent a cervical procedure for artificial disc replacement approximately six years ago and is now having general pain. No additional information was provided.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.